Manufacturer narrative:
Us reporting agent notified on: (B)(6)2014. Mfg site eval: samples received: (B)(6) unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. All packs received are tight. Rotation test performed on closed samples received, it was noted that thread breaks easily next to needle. Detachment of the needle may have been caused by excessive thermal treatment during the mfg process. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/preventative actions: no CAPA, added to trending.

Event description:
Country of complaint: (B)(6). Thread broke easily.